Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room with diabetes ketoacidosis and high blood glucose of 440mg/dl. The customer experienced normal headaches and urination. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. The high pressure test was completed and passed. The customer mentioned changing the infusion sets every three days. Reminded the caller to change the infusion set every two to three days. No further information was provided.